Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image intensifier high voltage power supply was replaced and the image intensifier was calibrated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that a noise was coming from the image intensifier and fluoroscopic x-ray was aborted. No pt injury was reported.